Event description:
Indwelling 24g l-cath right axillary vein, inserted 2002. One month later IV fluid noted beneath tegaderm dressing. When dressing removed catheter observed to be severed at insertion site. Attempt per md to remove distal end of catheter unsuccessful. Catheter continued to break off in small fragments. Distal end of catheter removed by surgeon.